Manufacturer narrative:
Correction: manufacturer updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. He tested mobile view station (mvs) uninterruptible power supply (ups), after 15 minutes of being unplugged the ups was still at half charge. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have been not received by manufacturer for evaluation.

Event description:
A site representative reported that the imaging system was not holding enough charge when driving from one room to another. This issue occurred outside a procedure. There was no patient present when this issue was identified.